Event description:
During a direct-stenting treatment procedure, the express2 monorail stent dislodged and remains in the pt's body. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the distal left circumflex coronary artery. The physician chose a transradial approach and used a 6f launcher jl4 guide catheter to reach the lesion. In approaching the lesion, the physician felt friction and the distal edge of the stent got stuck at the proximal left circumflex coronary artery. Then, the proximal edge got stuck when trying to withdraw the stent by force, however he continued to withdraw the device and it became stuck at the tip of the guide catheter. As a result, the stent was dropped off inside of the pt's body. The dropped stent was not visible on x-ray. The express2 monorail 16/3.5 mm stent delivery system was removed and replaced with an express2 monorail 15/3.25 mm stent to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.